Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported "dead areas" on the display where the stylus was not effective. It was found that the stylus did not align with the cursor. The connection from the overlay to the printed circuit board (pcb) board was reseated. Analysis also noted the latch tabs were broke off the cord door.

Event description:
It was reported that the programmer screen had "dead areas" where the stylus contact was not effective. The stylus was already replaced. The programmer has been returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.